Manufacturer narrative:
H10: one actual sample was received for evaluation. The sample was returned with an amia patient connector attached to the female connector. A visual inspection with the naked eye noted the female connector was separated from the main body; the insert chip was identified. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported separation of female connector from the main body was verified. The cause of the condition is related to inadequate solvent application to the set during manufacturing. A nonconformance has been opened to address this issue. The connection between the female connector and patient connector was performed with no issues noted; therefore the reported connection issue with the female connector was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set separated between the female connector (dark blue) and the main body (light blue). Additionally it kept turning and the patient could not get the transfer set to disconnect from the patient line of the cassette. This issue occurred at the patient's home during use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.